Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to an ablation procedure the device was programmed to pace and sense in the ventricle with a lower rate limit of 60 paces per minute. However during an ablation procedure when the physician ablated near the superior vena cava, several episodes of complete loss of ventricular capture with asystole greater than two seconds was observed. It was noted that they could still see the device pacing. The outputs in the right ventricle and left ventricle were reprogrammed up to 7.5 volts at 2.0 milliseconds in order to finish the ablation procedure without incident. Boston scientific technical services (ts) was contacted and explained the defib detect circuit to the field representative. Ts noted that the defib detect circuit is designed to prevent energy from being delivered to an unintended location in the heart due to the circuit that is being created by the external current, as well as being delivered into the device and potentially damaging the circuitry. If current is seen on the leads that exceeds the threshold, this defib detect circuit causes the device to truncate any pacing that is occuring at that moment and for the next 160 milliseconds. Ts noted that if the current is still present and above the defined threshold, it will also occur on the next pulse. No adverse patient effects were reported.